Event description:
It was reported that in preparation for a percutaneous transluminal artery procedure, foreign matter was found on the tip of the device. The area of treatment was the iliac. During preparation of the magic torque guide wire, a foreign material resembling a suture was found on the tip of the wire. The device had no contact with the pt. The procedure was then completed with another of the same devices, and pt status was reported as 'good'. Additional information has been requested.

Manufacturer narrative:
(B) (4)